Event description:
It was reported that the device was used during a colectomy. It was reported that the patient had to have a re-operation and that there was an anastomotic problem. The consequence to the patient is serious in nature.